Event description:
It was reported that during implant the atrial lead exhibited failure to capture. The patients blood pressure dropped during the procedure. The physician decided to stop the procedure for patient's safety. The next day post procedure the patient was doing well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.